Event description:
It was reported that a trident liner 623-10-32f lot 46641701 would not engage into trident shell.

Manufacturer narrative:
An event regarding seating/locking issues involving a trident 10° x3 insert 32mm ID was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the device indicated some minor scratch marks on the body of the device that can be attributed to an attempt to implant the device. Dimensional evaluation noted that the device is slightly out of specification but this can be attributed to damages on the surface. Functional evaluation was not performed as a dimensional test was performed and found the device to be in specification besides the minor damages to the surface. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves a trident liner that would not engage into the trident shell. The investigation concluded that the difficulty to assemble the liner to the shell was most likely user related as the damages to the liner are consistent with off axis force transmission during an attempt to insert the liner and subsequent explantation. The surgical protocol provides detailed instructions on how to properly insert the liner. Additionally the noted dimensional discrepancy can be attributed to these damages obtained during the attempt to implant and then explantation of the device.

Event description:
It was reported that a trident liner (B)(4) lot 46641701 would not engage into trident shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.